Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during prime step of loading a new cassette, she noticed insulin was not dripping from end of tubing, even after priming about 10 seconds longer than it usually takes. The patient then noticed insulin was leaking from a hole in the device infusion set tubing. The patient was able to swap out tubing and complete prime or cassette load process successfully. The operator of the device was the lay user or patient. No patient harm or no patient injury.